Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as no device information was provided. Based on available information, the reported pericardial effusion, cardiac tamponade, and respiratory failure appear to be related to procedural conditions (possible injury induced by guide wire). The reported patient effects of cardiac tamponade, pericardial effusion, and respiratory failure, as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr), and a posterior leaflet flail. When the steerable guide catheter (sgc) advanced, and prior to clip placement, a small to moderate sized pericardial effusion and cardiac tamponade was diagnosed. The effusion influenced the patient¿s hemodynamics. As treatment, a pericardial drain was placed percutaneously. The patient had respiratory insufficiency, requiring intubation. Reportedly, the exact cause of injury is unclear. The guide wire was suspected to induce the injury during early advancement. The injury was also associated with the sgc. There was no device malfunction noted. Two mitraclips were successfully delivered and deployed, reducing the mr to mild, grade 1+.